Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon re-turn, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the iabc bladder membrane; the sheath was noted buckled. Liquid blood was noted in the sheath sidearm. The visible portion of the bladder was noted wrapped (or considered twisted). The one-way valve was tethered and connected to the short driveline tubing. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The iabc bladder was noted withdrawn through the teflon sheath and the sheath extrusion was noted buckled, which indicates the iabc was not removed correctly per the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and at-tempted removal in this manner may result in arterial tearing, dissection or balloon damage." The customer photo was reviewed. The photo shows the original packaging label with a serial number (fs40341) that matches the reported serial number. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved towards the iabc bifurcate with some force. Upon removal of the teflon sheath, the distal end of the iabc bladder was noted wrapped (or considered twisted), the proximal end of the bladder was noted as stretched. The bladder likely became stretched due to the removal technique or handling. The cal key and fos were connected to the iabp without difficulty. The cal key was disconnected and re-connected again after rotating the cal key 180 degrees; the cal key was recognized again. The fos was recognized and zeroed by the iabp. The pump status dis-played "ok" indicating the fiber is fully intact. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg back-pressure was applied. After the pumping was initiated, the iabc bladder was noted not fully inflating/unwrapping, and the appearance was consistent with being stuck near the distal tip. The iabc was leak tested in accordance with testing methods from manufacturing procedure. During the leak test, the bladder did not fully inflate. The body of the bladder had inflated but distal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 4.8cm from the distal tip. Some blood and debris were noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 78cm from the luer end. Some blood and debris were noted. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "failure of balloon to unwrap" is confirmed. During the investigation, the returned iabc bladder did not fully inflate during pump testing. No leaks were detected during the leak test. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the sheath extrusion. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder not fully inflating. The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported "failure of balloon to unwrap.manual inflation unsuccessful.removed first iab without difficulty and replaced with s econd catheter over guidewire successfully." No injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "failure of balloon to unwrap. Manual inflation unsuccessful. Removed first iab without difficulty and replaced with second catheter over guidewire successfully." No injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)